Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive for post implant pulmonary embolism. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately 13 days post vena cava filter deployment the patient experienced a pulmonary embolism and subsequently expired.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the same day, an x-ray abdomen single anteroposterior view showed inferior vena cava filter device has been inserted, that overlay the right side of l2 vertebral body. After 1 week and 5 days, the patient presented with abdominal pain. On the same day, a computed tomography (CT) chest and abdomen demonstrated bilateral lower lobe lung emboli. The vena cava filter was not well visualized. Next day, computed tomography revealed bilateral lower lobe segmental and sub-segmental emboli were present with an infarct in the right lower lobe. An inferior vena cava filter was in place. Also, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed bilateral lower lobe segmental and sub-segmental emboli were present with an infarct in the right lower lobe. An inferior vena cava filter was in place. After 3 days, the patient¿s pathology final autopsy report demonstrated that the patient died of shock secondary to massive pulmonary embolism, hypovolemia and thrombotic vena cava filter obstruction due to hypercoagulable state of uncertain etiology. Also, the inferior vena cava was distended and massively obstructed by large coiled thromboemboli enmeshed in an inferior vena cava filter. The clots completely occluded the infrarenal inferior vena cava and extended into the bilateral iliac and femoral veins with complete occlusion of these areas. Small friable emboli were in the deep sub-segmental arterial channels in both lungs, with a subpleural infarct in the right lower lobe. Therefore, the investigation is confirmed for obstruction of the inferior vena cava (ivc) filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d4 (product catalog no), h6 ( device, method, results). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in consideration of unable to take anticoagulants. At some time post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was reportedly expired.